Event description:
It was reported that patients proximal locking screw appears long and exploratory surgery is scheduled on (B)(6).

Event description:
It was reported that patients proximal locking screw appears long and exploratory surgery is scheduled on (B)(6).

Manufacturer narrative:
The device remains implanted. If additional information becomes available, it will be reported on a supplemental report. Device remains implanted.

Manufacturer narrative:
Evaluation summary: the reported issue was not confirmed. The customer defined the locking screw to be the primary product. No associated products were reported. No deviations were found during review of the manufacturing and inspection documents (DHR). The screw was documented as faultless prior to distribution. An investigation of the screw was not possible because the screw is not available. The root cause is unknown. The sales rep reported that the complained screw was removed because it was too long. If the proximal screw was too long could not be determined due to poor quality of the x-rays. An implant failure like breakage was not visible on the x-rays and was not reported by the customer; therefore it could be assumed that the screw design and material did not fail. The length of locking screws has to be measured by the surgeon to determine the correct screw length according to the IFU and operative technique. Based on the provided information the case was most likely caused by a user error. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.